Event description:
Upon follow up on unrelated complaint, the patient reported he was hospitalized for peritonitis for approximately 3-4 days. He further reported that he was prescribed antibiotics. The patient's pdrn reported that he was discharged on (B)(6) 2015 and has resumed home treatments. The pdrn stated there is no known cause for this event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.